Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk amount of spectrum pumps are alarming "upstream occlusion!" (Medication, programmed amount and delivery rate unk) when no occlusion is present. The customer has stated that the alarms occur due to folds in the tubing and many times the tubing needs to be reloaded in order to mitigate the alarms. The customer also stated that "no one is inverting and tapping the y-sites" because "it takes too long." No patient injury has been reported.